Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of over 50 mg/dl. The suspected causes were due to the customer¿s settings requiring adjustments and the customer is not using sleep mode on their pump to prevent automatic correction boluses. The customer did not provide how they addressed the low bg. The pump was replaced to address this event, and the customer will continue to use the current pump for insulin delivery until the replacement arrives.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue could not be verified.